Event description:
It was reported that the patient was having bladder issues for the past couple of months and she was getting urinary tract infections and over the past week or so she was complaining of back pain. She states she was having pain in the front as well and feels strange sensations. The interstim was for bowel and not bladder. The patient also had to catheterize 3 year ago for a few months because of bladder issues. She does where pads but has pain and cannot stand up straight. She doesn't think it's related to the stimulator.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va00dpw, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).